Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the tip of the his lead became deformed. The lead was removed. A replacement lead was implanted with no issue. No patient complications have been reported as a result of this event.